Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the operator used this device to assist ventilation for the patient, but after an arterial blood gas (abg) test was performed, revealing carbon dioxide retention, respiratory acidosis, and metabolic alkalosis. The operator replaced with a back up ventilator, the patient recovered later. After on-site inspection, this issue was caused by the customer's parameter setting issue.

Manufacturer narrative:
It was reported that this device was used for patient ventilation. During this period, an arterial blood gas (abg) test was performed, revealing carbon dioxide retention, respiratory acidosis, and metabolic alkalosis. The ventilator functioned normally without triggering any alarms. The operator replaced with a back up device for the patient, the patient recovered. No patient injury reported. After on-site troubleshooting by local draeger service engineer, the tidal volume was set at 420 ml pmax was set at 15 and the ventilator reported low vte. Vte monitoring was normal after adjusting the ventilator pmax value to 25. In summary, low blood oxygen was present due to insufficient tidal volume as a result of the client's parameter settings. Based on currently available information, the manufacturer concluded that this issue was caused by the parameter setting issue by the operator, after notified by local service engineer, no further issue was reported. Evita monitors continuously the state and the function of internal components and software modules. If a deviation or anomaly is detected, an audible and visual alarm is generated. The user has to act according to the "fault -couse - remedy" table in the IFU. If necessary, it is recommended that customer contact professionally trained maintenance personnel to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
It was reported that the operator used this device to assist ventilation for the patient, but after an arterial blood gas (abg) test was performed, revealing carbon dioxide retention, respiratory acidosis, and metabolic alkalosis. The operator replaced with a back up ventilator, the patient recovered later. After on-site inspection, this issue was caused by the customer's parameter setting issue.